Event description:
It was reported to philips that the allura device would not produce x-rays. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) contacted customer and confirmed that customer would shut down the mains breaker to the room and restart all to solve the issue. Field service was cancelled by customer. The root cause for the reported issue remains unknown. No further information regarding the issue has been provided. As the device was not available for evaluation, no service has been performed by philips since the customer didn¿t respond. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.